Event description:
It was reported that the cartridge was not fitting properly on the pump and had difficulty moving along the guide tracks. The customer declined to provide whether their blood glucose level exceeded 500 mg/dl. However, there was no indication of housing damage affecting the cartridge fit, though an o-ring was found on the pneumatic tap. The customer was instructed to remove the o-ring, clean the pneumatic tap area with an alcohol wipe or a lint-free cloth, and reload the original cartridge using the load menu. The cartridge was reloaded successfully, and the customer was able to resume insulin therapy.